Event description:
Literature was reviewed regarding the extraction of a lumenless, fixed-screw permanent pacemaker lead. The authors described a patient who experienced a growth spurt approximately five years post implant. Their right ventricular (rv) and right atrial (ra) leads both showed a decrease in impedance and an increase in thresholds. A chest radiograph showed significant stretching of both leads and no residual slack. The leads were extracted which required a larger sheath to extract due to binding and resistance during the extraction. The ra lead showed myocardial tissue on the helix. The patient was then implanted with a new pacemaker system. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: what goes in may need to come out: considerations in the extraction of a lumenless, fixed-screw permanent pacemaker lead. Heart rhythm o2. 2020; 1:160¿163. Doi: 10.1016/j.hroo.2020.04.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.